Event description:
To date I have had 31 tmj surgeries and 3 failed tmj prosthesis. In (B)(6) 2014, I received my third set of a bilateral tmj implant devices by tmj concepts to replace my previous broken set. In (B)(6), my os had to go back in to clean out my joints of the bone chips and a cream-like substance in the joint area. I am now suffering from severe golf-ball size swelling and severe pain on right side of face. The lump is somewhat hard and warm to the touch and I have had a low-grade fever for several months. I'm unable to eat as it causes swelling and severe pain. I had a cat scan in (B)(6) 2014 and one in (B)(6). The radiologist noted a significant change, as the infection is causing bone loss (osteomyelitis). I will have to undergo another surgery to have the implants removed and will then be put on a PICC line and wired shut for a long period of time.